Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone- data not available cloud - omnipod 5 software app version- data not available cloud - smartphone operating system- data not available cloud - smartphone hardware- data not available cloud - cgm sensor type- data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 22 mmol/l (396 mg/dl) and they experienced stomach discomfort. The patient reportedly received a pod expiry notification and deactivated the pod. The controller continuously alarmed and was unable to reset the alarm even after power cycles. The patient was unable to activate a new pod. The patient went to the emergency room, where they were hospitalized. 3 pens of insulin were administered for treatment. First pen unknown amount, second pen 6 units and third pen 10 units of insulin. Patient noted the doctor stated the high readings may be due to an infection.